Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify back light anomaly and unexpected power loss anomaly due to blank display. Device received with minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump had low alarm. Customer's blood glucose level was 157 mg/dl. The device will be returned for analysis.